Manufacturer narrative:
The concomitant device (5100015270, lot 14036) and the bur subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken in the attachment concomitant device. The investigation results for the concomitant device observed widespread corrosion affecting the components. Corrosion may limit the design function of the device causing the failure as it likely prevented a bur from unloading properly. This may have caused the bur to break off in the device.

Event description:
It was reported by the customer, that during cleaning, a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer for evaluation.

Event description:
It was reported by the customer, that during cleaning, a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.